Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 04-oct-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation was performed using a 2.5x20mm maverick balloon catheter, a 2.50 x 38mm synergy ii drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed proximal stent damage. Synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified proximal stent damage. The undamaged distal crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.